Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse identified an error code message of machine and proximal pressure sensors failed in history. There was no patient involvement reported.